Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff did not "lock" well anymore. During the procedure the aus was explanted and replaced with a new device. No patient complications were reported.